Event description:
It was reported that the customer's insulin pump had a motor error alarm followed by an e70 or e07 alarm. After the customer disconnected, the insulin pump restarted, then alarmed a121, then had a blank screen. The insulin pump's drive support sap was reported as normal. The customer was advised to discontinue use of the device and to revert to a backup plan. A replacement device will be sent to the customer. The customer's blood glucose value was 7.0 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.